Event description:
On (B)(6) 2010, it was initially reported that during a refill, difficulty accessing the center port occurred. The pump had shifted in the pocket, and had caused the refill needles to bend. On (B)(6) 2011, it was further reported that the pt had increased tone and stiffness in association with the reported event. An x-ray and indium study were listed as interventions, however, results and dates of tests were not reported. The issue was attributed to the catheter and drug effects. In regards to the catheter, the device issue was noted as "unknown". The drug used was lioresal with a concentration of 2000 mcg; and a daily dose of 500 mcg/day. The pt was noted as being lost to follow-up. The pt's outcome was not reported. Additional info will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).